Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the field: e1.: (telephone number). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the phenomena occurred to wear and tear, due to the age of the investigated device, as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the eyepiece was damaged and the light guide connector was loose. No other issues were found at evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 70°, hd, autoclavable had eye pin damage. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the eyepiece was damaged and the light guide connector was loose. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.